Event description:
A caller reported intermittent occlusion alarms but the alarm number could not be verified in the pump history. The customer experienced a high blood glucose level, as the bg reading was displayed as "high," but the specific value was unknown. To address the high bg, the customer used a correction injection. The customer reverted to an alternate method of insulin therapy.